Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained from a non-vitros (biorad) quality control (qc) fluid using vitros immunodiagnostics products tsh reagent lot 5736 in combination with a vitros 5600 integrated system. An instrument issue is the most likely assignable cause of the event. A vitros tsh within run precision test performed by the customer on the vitros 5600 integrated system did not contain enough data to establish the acceptability of the instrument, although the observed results suggest an instrument issue. The customer was asked to perform maintenance on the instrument and repeat the precision testing. Although the precision testing has not been repeated, a comparison of results for the anemia control from before and after the maintenance request, suggests that the performance of the instrument had been improved.

Event description:
A customer obtained higher than expected tsh results from a non-vitros (biorad) quality control (qc) fluid using vitros immunodiagnostics products tsh reagent lot 5736 in combination with a vitros 5600 integrated system. Biorad anemia control fluid on vitros 5600 integrated system 56002966: 0.157, 0.142, and 0.145 miu /ml versus expected result of 0.090 miu /ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tsh results were obtained when the customer was processing a qc fluid. However, the investigation cannot confirm that patient sample results would not be affect if the results were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).